Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the self test. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a hardware low level failure alarm. The customer stated that they were able to clear the alarm. The customer also reported that the insulin pump was exposed to moisture. The customer stated that the insulin pump failed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly. No device test failed alarm noted during testing. Moisture damage found on electronic assembly.